Event description:
The customer reported the system displayed a "charger failed - wait 10 seconds" error message at boot up. This error message will prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.